Event description:
It is reported that the acetabular implant loosened.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).